Manufacturer narrative:
No further information concerning this report is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker dependent patient experienced a syncopal event. Fluoroscopy revealed a fracture of this right ventricular (rv) lead which resulted in oversensing and no capture. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.